Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Pump¿s history and trace files downloaded successfully using thus software. Unit passed displacement test, active current measurement, and self test. However, unit received with unexpected battery power loss and had high sleep current as a result of pump error 25 which pump trace download analysis confirmed along with low battery alert, replace battery alert, and replace battery now alarm. The power management graph confirmed pump error 25, low battery alert, replace battery alert, and replace battery now alarm were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly due to sleep current measurement and power graph being in spec after. No moisture damage on electronic assemblies noted. The following were noted during visual inspection: scratched case and cracked retainer ring. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer stated that they were able to clear the alarm and rewind the insulin pump. Insulin pump had a replace battery alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.